Manufacturer narrative:
The uphold was explanted in (B)(6) 2011.

Event description:
Additional information received from the patient on (B)(6) 2014 stated she experienced pain, scar tissue, sexual problems and emotional problems.

Event description:
As reported by the patient¿s attorney, an uphold vaginal support system(MFR report #3005099803-2013-15268) and an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2013-15251) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.